Manufacturer narrative:
With all the available information, bsc is unable to conclude the root cause of the incident. This device has not been returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the during a post-operative check one day following the implant procedure, the physician was unable to obtain threshold and sensing measurements from this right ventricular (rv) lead. It was alleged that the rv lead had dislodged and diagnostic imaging was performed. The physician elected to implant a new rv lead to resolve the event. Attempts were made for information regarding this lead location, but was not able to be provided. This lead is not expected to be returned. The patient was stable with no additional adverse effects reported.